Manufacturer narrative:
The delivery device was received without the stent. The mid shaft of the device was severely stretched. Visual examination of the returned device found that the distal sub-assembly section of the device was severely stretched. Traces of the solidified contrast media was present in the inflation lumen and inside the balloon. The balloon had been inflated. The shop floor paperwork has been reviewed and no anomalies were noted from this review that could correlate to the difficulties that was experienced by the physician during the use of this product. The root cause of this complaint is unk.

Event description:
During a coronary drug eluting stenting treatment procedure, removal difficulty occurred. The physician used a taxus express2 2.5x16mm drug eluting stent to treat a lesion in the obtuse marginal artery. The stent was successfully deployed and the balloon was removed from the stent without difficulty. The physician met resistance when the stent delivery system (sds) was pulled back to the aorta. The sds was stuck on the guidewire. The coils became tangled, overlapping against each other. The sds would not withdraw any further. The wire and the sds were removed together. In the opinion of the physician, it was a wire malfunction (bmw). Upon removal, the device was examined and the shaft was stretched and looked "weak". No pt complications occurred. Pt status is satisfactory.